Event description:
It was reported that the numbers on the customer's insulin pump were ramping up. Customer's blood glucose level at the time 354 mg/dl. Customer also reported that they went into cardiac arrest but was not sure if it was diabetic related. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).